Event description:
Customer's mother reported via phone call that customer received a button error alarm. Customer's blood glucose was 105 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly however; the insulin pump had moisture damage on keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.